Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation. It was also reported that the right ventricular (rv) lead exhibited noise, impedance alert, and a polarity switch. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.